Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving sufentanil, bupivacaine and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the old catheter was in pieces and fell apart/dissolved in her body. No further complications were reported.